Event description:
There was a (uf)ultrafiltration system error.repairs were made by the bio-med department.it was found that the bypass flow sensors were in the wrong position. Reversed the placement and performed temp/bypass calibration.